Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies and thresholds <1.5v with the helix retracted and >3.0v with the helix extended.